Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1, "introduction," lists the adverse events, including infection and renal dysfunction, that may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the source of the infection was a respiratory syncytial virus (rsv) infection and suspected respiratory tract infection. The patient had respiratory distress, a drop in left ventricular function, right ventricular failure, fluid overload, and decreased left ventricular assist device (lvad) flows. The patient was given a paracorporeal right ventricular assist device (rvad) on (B)(6) 2024 with broad antibiotic cover. The patient was under biventricular vad support and renal support. The patient awoke and was extubated but was reintubated on (B)(6) 2024 due to respiratory impairment due to query respiratory tract infection (rti). They were to undergo a ramp study on (B)(6) 2024 and were also on inotropic support and antibiotic cover.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed right heart failure in the context of sepsis. The patient returned to the operating room for insertion of a temporary right ventricular assist device (rvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient's sepsis and resultant right ventricular (rv) failure was due to their respiratory syncytial virus (rsv) infection. The patient had right ventricular dysfunction prior to left ventricular assist device (lvad) implant. Lvad therapy did not cause or contribute to the rv failure.